Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body of the minicap transfer set. The event was further described as ¿the dark blue tip comes out of the transfer set¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d3, d9, g4, h3, h6 and h11. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. G4: combination product: add no (previously blank) h11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue due to inadequate solvent to the insert chip. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.